Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for suspected atrial fibrillation (af) with rapid ventricular response (rvr). The af with rvr was not terminated. There was also an episode of pacemaker mediated tachycardia (pmt) stored in the collection period. Technical services (ts) was consulted and found this crt-d was operating as programmed. This crt-d remains in service. No additional adverse patient effects were reported.